Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. There was a crack on top of right and left plunger case; a crack on bottom left front of top case; crack on bottom of bottom case. There was a motor rate error in history. Could not duplicate customer stated problem. The root cause of the reported issue could not be determined. Actions were taken to mitigate the reported issue: replaced motor assembly as a preventative measure, parts were over 10 years old. Replaced the top case, bottom case, left and right plunger case due to cracks; replaced the lead screw, right clutch, left clutch, clutch spring due to old worn parts; install cable guard, o ring due to missing part; calibrated and perform all functional test which passed.

Event description:
It was reported that the pump had a motor rate error. No patient injury was reported.